Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. No residue was seen on the n.35 injector membranes. No malfunction occurred with this device. H3 other text : see h.10.

Event description:
It was reported that medication residue found on other phaseal pieces when using injector with a bd phaseal¿ optima injector (n35-o). The following information was provided by the initial reporter: (3 of 6 complaints). It was reported residue on other phaseal pieces when using this injector. "This occurred often with drugs, especially with viscous/oily drugs during our 3 week trial" per optima4 form: all three p20-0 membranes of the cyclophosphamide vials had residue after withdrawing fluid with the n35-0 injector. The infusion adapter c100-0 had residue after transferring the cyclophosphamide into the infusion bag with the same n35-0 injector.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1808101 medical device expiration date: 2020-01-31 device manufacture date: 2018-08-21 medical device lot #: 1905501 medical device expiration date: 2019-12-31 device manufacture date: 2019-05-27 medical device lot #: 1907102 medical device expiration date: 2020-02-29 device manufacture date: 2019-07-10". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication residue found on other phaseal pieces when using injector with a bd phaseal¿ optima injector (n35-o). The following information was provided by the initial reporter: (3 of 6 complaints) it was reported residue on other phaseal pieces when using this injector. "This occurred often with drugs, especially with viscous/oily drugs during our 3 week trial" per optima4 form: all three p20-0 membranes of the cyclophosphamide vials had residue after withdrawing fluid with the n35-0 injector. The infusion adapter c100-0 had residue after transferring the cyclophosphamide into the infusion bag with the same n35-0 injector.